Event description:
It was reported that the distal marker band on the introducer sheath detached. Reportedly, after performing the first cavagram and while advancing the filter through the deployment sheath, it was identified that the distal marker band on the sheath had detached. The filter was deployed successfully and at its intended site. It was then identified that the markerband was in the pt's pulmonary artery. The physician attempted to retrieve the marker band using a snare, but was unable to retrieve it. There was no report of injury to the asymptomatic pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. There was nothing found in the records to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this lot number. The introducer sheath is currently in transit to the MFR. The event investigation is currently underway.